Event description:
I used the navage nose cleaner one time. The suction was very powerful. Within an hour, I developed bruising and redness around my eyes. My left eye was significantly worse than my right eye. Two days later, the bruising and redness is still there.